Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented in the operating room for implant procedure. During procedure, the pulse generator displayed an error message. A device download was performed. The device was implanted. The patient was in stable condition and would continue to be monitored.